Manufacturer narrative:
Investigation is not complete. Additional information has been requested. No complaint was stated against this device. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00486. This event occurred in (B)(6) .

Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Conclusion: no device failure. Complaint history reviewed. The product was not returned for evaluation. Analysis shows no trend for this item/lot. Product not returned for evaluation.